Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim with discolored text. The battery compartment was found to be cracked. Evaluation also revealed that the force sensor calibration and force sensor resistance was out of specifications. There was contamination was found on a component of the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a dim display screen with discolored text. A crack was observed in the battery compartment. The force sensor calibration and force sensor resistance was found to be out of specifications. The pump was opened and contamination was found on a component of the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).